Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. The system controller pcb assembly was replaced as a precaution for the reported event and for other unrelated issues, after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device displayed a white screen and would reset itself. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device displayed a white screen and would reset itself. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb assembly and verified the reported issue. Physio determined that integrated circuit, designator u14 was the cause of the reported issue.